Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the guardians noticed an obvious decline of the child's hearing performance on (B)(6), 2011. History of head trauma is denied by the guardians and problems of external parts have been excluded. Latest testing in situ showed that the device has malfunctioned. The patient was reimplanted on (B)(6), 2011.